Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. During the microbiological testing, no micro-organisms was found on or in the device channels. The obtained results are in conformance with the requirements. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. According to the customer there was no pre-cleaning, manual cleaning, or manual disinfection of the scope performed. The scope was sterilized per procedure using hydrogen peroxide(h2o2) and stored hanging vertically. Olympus is the customer¿s maintenance company. The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, air/water cylinder worn out, and corroded, and suction cylinder worn out, discolored, and corroded. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for less than 10 colony forming unit (cfu) of escherichia coli microbial and bacillus firmus microbial on (B)(6) 2022, and tested positive for less than 10 colony forming unit (cfu) of escherichia coli microbial on (B)(6) 2022. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to french recommendation. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.